Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/20/2016 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the cgm module. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and were able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no other physical damage found to the pump.